Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01245. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. It was noted that the patient''s anatomy was tortuous. During the procedure, the physician placed the initial ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While advancing a ruby coil through the lantern, the ruby coil became stuck; therefore, the physician decided to remove it. However, upon retraction, the ruby coil unintentionally detached inside the lantern. Therefore, the physician removed the lantern containing the detached coil and ended the procedure. There was no report of an adverse effect to the patient.